Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, it was noted that there was insulation damage as leakage was visualized on the left ventricular (lv) lead. A new lv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead insulation punctured and torn at the proximal region of the lead. The inner coil was also found to be kinked in this region. The cause of the reported event is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.